Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 361868.

Event description:
It was reported that the patient experienced undesired stimulation in the legs due to lead migration. The patient underwent a revision procedure wherein the ipg and lead were replaced, the lead was move back to its original position. The patient was doing postoperatively. No device malfunction was suspected. The explanted devices were not returned.